Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation same day as essure placement". The patient's concurrent conditions included ovarian cyst, postoperative pain and constipation chronic. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2010, the patient experienced abdominal distension ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"), 1 year 7 months after insertion of essure. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and balance disorder ("hormonal changes describe: imbalance"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), myalgia ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and inflammation ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal distension, myalgia, inflammation, balance disorder and arthralgia outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, balance disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.; on (B)(6) 2008: result: the hysterosalpingogram showed that your tubes are blocked.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event "vaginal bleeding", "menorrhagia" outcome was added "recovered/resolved" incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation same day as essure placement". The patient's concurrent conditions included ovarian cyst, postoperative pain and constipation chronic. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2010, the patient experienced abdominal distension ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"), 1 year 7 months after insertion of essure. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and balance disorder ("hormonal changes describe: imbalance"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), myalgia ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and inflammation ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal distension, myalgia, inflammation, balance disorder and arthralgia outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, balance disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.; on (B)(6) 2008: result: the hysterosalpingogram showed that your tubes are blocked.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Lot number: 621687 manufacturing date: 2006-11 expiration date: 2008-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation same day as essure placement". The patient's concurrent conditions included ovarian cyst, postoperative pain and constipation chronic. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2010, the patient experienced abdominal distension ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"), 1 year 7 months after insertion of essure. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and balance disorder ("hormonal changes describe: imbalance"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), myalgia ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and inflammation ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal distension, myalgia, inflammation, balance disorder and arthralgia outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, balance disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.; on (B)(6)2008: result: the hysterosalpingogram showed that your tubes are blocked.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: event "vaginal bleeding", "menorrhagia" outcome was added "recovered/resolved." Incident; a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, postoperative pain and constipation chronic. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal distension ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"), myalgia ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"), inflammation ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"), balance disorder ("hormonal changes describe: imbalance"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal distension, myalgia, inflammation, balance disorder and arthralgia outcome was unknown and the genital haemorrhage, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, balance disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.; on (B)(6) 2008: result: the hysterosalpingogram showed that your tubes are blocked. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, postoperative pain and constipation chronic. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal distension ("other injury(ies) or complication(s), please describe: bloating, muscle aches, inflammation"), myalgia ("other injury(ies) or complication(s) , please describe: bloating, muscle aches, inflammation"), inflammation ("other injury(ies) or complication (s), please describe: bloating, muscle aches, inflammation"), balance disorder ("hormonal changes describe: imbalance"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal distension, myalgia, inflammation, balance disorder and arthralgia outcome was unknown and the genital haemorrhage, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, balance disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. On (B)(6) 2008: result: the hysterosalpingogram showed that your tubes are blocked. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs+mr received: reporters were added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events; imbalance,vaginal bleeding, menorrhagia, migraines, headaches, muscle aches, dysmenorrhea, vaginal discharge, fatigue, weight gain, ibs, bloating, inflammation, genital bleeding, pelvic pain, joint pain, abdominal pain. Lab test was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('bleeding') in a 40-year-old female patient who had essure (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation same day as essure placement". The patient's concurrent conditions included ovarian cyst, postoperative pain and constipation chronic. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2010, the patient experienced abdominal distension ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"), 1 year 7 months after insertion of essure. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and balance disorder ("hormonal changes describe: imbalance"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), myalgia ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and inflammation ("other injury(ies) or complication (s) , please describe: bloating, muscle aches, inflammation"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, abdominal distension, myalgia, inflammation, balance disorder and arthralgia outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, balance disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.; on (B)(6) 2008: result: the hysterosalpingogram showed that your tubes are blocked.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Lot number: 621687, manufacturing date: 2006-11, expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.